Event description:
It was reported that one day post implant of this implantable pacemaker system, the patient experienced sudden syncope, followed by several moments of dizziness afterwards. It was noted that the right ventricular (rv) lead recorded high capture threshold and loss of capture, which led to the patient symptoms. Reportedly, a chest x-ray was performed and it showed no changes with the lead, however, a lead repositioning procedure was performed, showing appropriate threshold and other measurements. Reportedly, during implant, on x-ray, the physician suggested that there was a perforation as the sensing wave was negative oriented. The rv lead remains in service. The patient was discharged home and there were no additional adverse patient effects.